Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to a burnt field effect transistor (fet), designator q8, on the analog pcb assembly. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not power on when the on button was pushed. There was no patient use associated with the reported failure.